Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise was observed on the right ventricular lead. During the surgery, the physician suspected noise to be caused by subclavian crush. The lead was extracted and replaced. The patient was asymptomatic and was stable before, during and after the procedure.